Event description:
The customer reported a connection fault/error when connected to the stack system occurred during set up in room / before patient in room involving an olympus bronchovideoscope. There was no patient involvement/injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.